Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was not in use on a patient therefore, there was no patient involvement or harm. The manufacturers field service technician was able to duplicate the customer reported problem. The service technician reported the remote alarm connector on the main pcb board was physically damaged. The service technician replaced the main pcb board to correct the finding. Performance verification testing was completed and tests passed per operating specifications.